Event description:
The contact called for help with the customer's meter. While troubleshooting, she ran normal control tests and received results of 207 and 203 mg/dl. The normal control range is 90-121 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.